Event description:
It was reported that pump battery did not charge when connected with tandem charging cable, and there was no power source alert in pump history around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by using third-party cable, confirming problem was limited to tandem cable, and technical support arranged replacement cable with instruction for customer to call back if issue persisted with new tandem cable.